Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had been having problems with incontinence all over again and it had been happening all their life. The patient began having problems with it 30 years ago and it increased over the years to the point where they couldn¿t deal with it, so they had a bladder sling surgery. Then the patient got the implantable neurostimulator (ins) implanted and it had gotten better. They could even see the difference with the trial period and the patient was pleased with that. About 4 to 5 days ago the patient noticed it started to get worse. After the patient was helped with using their patient programmer, it was discovered that the patient was confusing the on and off buttons on the programmer. The patient thought they were turning the ins on when they were really turning it off, and this could account for their loss of therapy. The patient went through the metal detector at the store and the detector beeped. The patient wanted to know if this could have turned the ins off. The patient was able to turn the stimulation on and felt stimulation again. Then the patient stopped feeling it, but they still saw the lightning bolt. The patient couldn't feel it, but could tell it was working. The issue appeared to be resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0ptn5, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).